Manufacturer narrative:
The investigation is still ongoing.

Event description:
An impella cp was inserted via the right femoral artery in a 62-year-old male presenting with acute myocardial infarction and cardiogenic shock. The patient experienced a non-st-elevation myocardial infarction and required resuscitation during the cardiac catheterization laboratory intervention prior to device placement. Following stabilization, the impella cp was placed for hemodynamic support. The patient required inotropic agents, vasopressors, and mechanical ventilation for respiratory support. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. During the procedure the patient underwent left anterior descending coronary angioplasty with percutaneous transluminal coronary angioplasty and stent placement. During support, a sudden change in automated impella controller metrics was reported, including a drop in motor current values, low impella flow at performance level p7, and absence of a left ventricular signal. A continuous suction alarm was subsequently noted. The impella cp was removed and biomaterial was reportedly visible in the inlet area. The reported events included medical device removal, major bleeding, and thrombosis. In addition, an optical sensor issue related to the impella controller was reported. No patient signs, symptoms, or clinical consequences were reported. The patient was critically ill with cardiogenic shock requiring multiple vasoactive medications and ventilatory support. Such patients commonly present with complex clinical conditions and procedural risks related to acute myocardial infarction, cardiogenic shock, vascular access, anticoagulation management, and coronary intervention. Major bleeding and thrombotic events are recognized risks associated with large-bore arterial access, anticoagulation adjustments, and the patient¿s underlying critical condition. The patient survived.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that optical signal issues were encountered on an automated impella controller (aic) while supporting a patient on impella cp support. The pump was explanted shortly afterwards.

Manufacturer narrative:
The automated impella controller (aic) was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This report represents the aic. Another report was submitted to represent the pump. Refer to section h.10 for the related report number.

Manufacturer narrative:
Corrected information has been provided in e1( zip code). Upon review, it was identified that the information was inadvertently not submitted in the initial report.